Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported the patient had a procedure on (B)(6) 2010 with a bifurcated and suprarenal aortic extension. Upon follow up, physician noted a possible type 3a insufficient overlap endoleak. An infrarenal was implanted to correct the leak. No patient injury was reported.

Manufacturer narrative:
Based upon the clinical assessment, the reported type iiia endoleak was confirmed. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. The root cause for the reported issue was not identified, and the identification of a design or manufacturing issue was inconclusive. The clinical review had minimal info and could not assess product appropriateness and patient candidacy.